Event description:
The user facility reported that prior to a patient procedure the monitor to their hexavue custom room rack was showing lines. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that cxps output card was not connected properly. To resolve the issue, the technician secured and tightened the connection. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.